Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, and the possibility that permanent impairment may result, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for length and diameter measurements, and found to be in specification.

Event description:
In this event, it was reported that after placement, a xive s plus implant seems to have affected the ID nerve, resulting in numbness. As a result, the implant was removed approx two weeks later and replaced with a shorter implant. The reporter stated that the situation was caused by insufficient planning of the surgery; such cases are not unk in implantology. As of this report, the numbness has not resolved.